Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer received a cartridge change error. Reportedly, there was an o-ring on the pneumatic tap. Customer removed the o-ring and received another cartridge change error. Customer to use a back up pump for insulin therapy. Customer¿s blood glucose level was 182 mg/dl.